Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. H2: type of follow up- additional information. H6: type of investigation - additional. H6: investigation findings - additional . H6: investigation conclusion - additional.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h6: additional information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and failed the allegation was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial supplemental, a correction is required. It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2023. The product was evaluated. An external visual inspection was performed and failed due to major damage. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.